Event description:
It was reported that patient underwent an initial left total hip arthroplasty on an unknown date approximately 12 years ago. Subsequently, patient was revised with competitor products on (B)(6) 2015 due to slight wear of the polyethylene acetabular liner and pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.